Event description:
New information received notes that programming changes were made. The patient was stable.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited from post-paced t-wave oversensing (pptwos). No intervention was done. The patient status was unknown,